Event description:
It was reported that the right ventricular (rv) lead helix would not extend during an implant attempt. It is believed that the patient's vasculature was very tortuous. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the distal conductor of the lead and it was obstructed. The inner and outer insulation of the lead were extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix did not extend.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.